Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected for return.